Event description:
Customer called, stating that the syringe level had not changed since filling, even though the recorded histories are correct. The driver arms seemed a little loose and would not advance the syringe. All other components were in position.